Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to high blood glucose. Customer experienced ketones, frequent urination and thirst. The blood glucose reading at the time of the event was over 600 mg/dl. Customer had bent cannulas. The current blood glucose reading is 513 mg/dl. Hospital treated with manual injections. Nothing further reported.